Manufacturer narrative:
The pod was received with signs of post use damage. The customer states in the case description that the pod was hit by a hammer. The damaged components include the reservoir and reservoir plunger. The damage to the reservoir prevented full testing of the fluid path as the damaged plunger cannot move down the reservoir to apply the necessary pressure to push fluid through the cannula. The exposed portion of the soft cannula was received with no visible damage. Leaks and tears could not be accurately tested for. The pod was received with the formed needle visible in the exposed portion of the soft cannula. Opening the pod revealed that the formed needle had become unseated from the slide retract. Investigation of the internal components showed damage to the formed needle and slide retract that indicates incorrect installation of the formed needle. The formed needle in the exposed cannula could have contributed to the skin irritation reported. Multiple attempts were made to download the pod data. The top and bottom batteries were depleted with evidence of corrosion on the bottom battery. The pcb showed no evidence of damage or corrosion. An external power supply was attached to the pcb in an attempt to download the data. The pod download was unsuccessful.

Event description:
It was reported the patients blood glucose level rose to 370 mg/dl while wearing the pod between 36 and 48 hours. As treatment, a new pod was placed.